Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 26 months on (B)(6) 2019. However, it was observed that the device had reached the rrt (recommended replacement time) on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen was 26 months on (B)(6) 2019. However, it was observed that the device had reached the rrt (recommended replacement time) on 06 november 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.